Event description:
It was reported that a malfunction alarm occurred after the customer dropped the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose.